Event description:
This is being filed to report the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing mr to 2. On (B)(6) 2021, the patient experienced pleural effusion and died. Both clips were confirmed to be stable on the leaflets. Per the physician, it is unknown if the mitraclip devices caused or contributed to the death; heart failure related issues could have contributed to the death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported pleural effusion and death appears to be related to patient conditions. The reported patient effect of death as listed in the mitraclip system instructions for use (IFU) is known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.